Manufacturer narrative:
(B)(4). No product identification provided. Implant date approximately 20 years ago in 1997, exact date not known. Unknown maxim tibial tray, unknown maxim femoral component. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Complaint history was unable to be reviewed due to lack of product identification. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.